Manufacturer narrative:
(B)(4). Voluntary medwatch report mw5113694. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. On 12/14/2022, it was reported that the patient had been experiencing skin reactions monthly since 2021 with rash, inflammation, blisters, and scar. The patient alleges that the glue from the sensor adhesive patch burns through her skin. She has tried allergy sprays, underlayers, etc., but the products have not prevented the reactions from the adhesive. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.